Event description:
A patient arrived to ed with acute respiratory failure and was intubated with 7.5 et tube and transferred to ICU for ventilator management. Et cuff was not holding pressure and had a continuous leak which necessitated reintubation with new 7.5 et tube within 24 hours and an addition et tube 8.0 replacement within 48 hours for continued cuff leak. This facility has reported several devices with this problem within the last month to the manufacturer. Different device sizes are involved. Product has been returned to the manufacturer. Manufacturer response for endotracheal tubes, rusch endotracheal tube 7.5 , 8.0 (per site reporter). Equipment failure called to customer service department. No complaint number assigned and no plans for further investigation. Given number of [] and sales representative [] to notify for further problems.